Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. E.1. Initial reporter facility:(B)(6) hospital. Upon investigation of the actual device used in this incident, it was determined that that the original issue was resolved while the sa300 concern was unrelated and required separate troubleshooting. A technical support specialist documented that the original disconnected mode and patient crossing issue was resolved, with no active disconnection observed and data flow restored post-upgrade. Fse identified a new issue with sa300 displaying a black screen despite power indications, initiated a separate case for further investigation, and proceeded with closure of the original ticket. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server multiple patients not crossing. Customer did reach out to the it department to investigate on this issue however issue still persists. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delay or adverse events or injuries reported based on this event.